Event description:
It was reported that foreign matter was noticed on the bd insyte¿ autoguard¿ bc shielded IV catheter during use. The following information was provided by the initial reporter: I received an email from one of my reps about a surgery center that uses iagbc that has had multiple instances now where they are noticing ¿something¿ on our IV catheters.

Manufacturer narrative:
H.6. Investigation: ¿ review of the DHR¿s revealed that all challenge, set-up and in-process samples were performed per specification in accordance with the quality control plan and all passed per specifications. ¿ no quality notifications were initiated during production. ¿ although units were not returned, two photos were provided for observation of this incident. ¿ photo 1 shows two views: o view 1 was of the catheter/adapter assembly of a 20ga iag blood control with the needle/assembly intact. This photo revealed a small piece of white foreign present on the catheter tubing midway down from the tip. O view 2 was of the portion of the top web (label) package from lot 8129762, exp. 2021-04-30. ¿ photo 2 shows one view of the catheter/adapter assembly of a 20ga iag blood control with the needle/assembly intact. This photo revealed 2 small white pieces of fm on the catheter tubing; the 1st was near the tip and the 2nd was approx. 1/3 way down from the tip. Visual/microscopic evaluation: photos: ¿ there was a visibly small foreign matter (transparent and white particulates) on the outside wall of the catheter tubing, seen approximately midway and 1/3 down from the catheter tip and/or at catheter the tip. ¿ confirmation of the defect of foreign matter, was conclusive based on the observations of the photos provided for this incident. ¿ although the defect of foreign matter was conclusive with the photos provided for this incident, the photos did not provide sufficient evidence to identify the characteristic of the fm, therefore the source is indeterminate.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was noticed on the bd insyte¿ autoguard¿ bc shielded IV catheter during use. The following information was provided by the initial reporter: I received an email from one of my reps about a surgery center that uses iagbc that has had multiple instances now where they are noticing ¿something¿ on our IV catheters.